Manufacturer narrative:
CAPA to ensure heater alignment of the cassette and investigate other actions to prevent melting.

Event description:
Customer stated machines said "abort test" and when I removed it the clear plastic part was burnt, the machines was not hot nor was the wire hot or sparking. No adverse event occurred. The used devices were not returned to the manufacturer. The manufacturer has confirmed that the device most likely malfunctioned based on complaint information provided.